Manufacturer narrative:
During failure analysis, it could be confirmed that two screws were placed through the spinal cord. Based on the review of the stp log files, the patient file and the communication with navigation sales representative, there is no indications of a malfunction which could cause the reported event. Based on the review of the logfiles, it was evident that the screw placement deviated from the surgeon's planned placement.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that two es2 screws were placed medially through the cauda equina while the stryker nav3i(tm) platform showed accurate placement through the pedicles during an l4-l5 percutaneous pedicle screw fusion procedure. Spinemap 3d 2.0 software was used and the patient was registered using an intraoperative 3d scan with the siemens orbic 3d, no merge. A landmark check of the spinous process of l5 was performed immediately following the registration. Preparation for the first screw commenced immediately following this landmark check. The two misplaced screws were the first 2 screws implanted. The surgeon decided to remove navigation after the second 3d scan. The misplaced screws were immediately removed and repositioned using image intensification, resulting in a ten minute delay. Revision surgery will not be required. As of (B)(6) 2014, the patient was improving and had dorsiflexion weakness on the left side.

Event description:
It was reported that two es2 screws were placed medially through the cauda equina while the stryker nav3i(tm) platform showed accurate placement through the pedicles during an l4-l5 percutaneous pedicle screw fusion procedure. Spinemap 3d 2.0 software was used and the patient was registered using an intraoperative 3d scan with the siemens orbic 3d, no merge. A landmark check of the spinous process of l5 was performed immediately following the registration. Preparation for the first screw commenced immediately following this landmark check. The two misplaced screws were the first 2 screws implanted. The surgeon decided to remove navigation after the second 3d scan. The misplaced screws were immediately removed and repositioned using image intensification, resulting in a ten minute delay. Revision surgery will not be required. As of (B)(6) 2014, the patient was improving and had dorsiflexion weakness on the left side.